Manufacturer narrative:
The photo provided confirmed the report. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. The instructions for use (IFU) include the following warning regarding possible complications: in common with other catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. Due to the increased rate of occurrence of this issue, CAPA 2026-007 was created to document and investigate the failure. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.

Event description:
During an embolectomy procedure, the tuftex otw balloon ruptured while removing a clot. The device had been inspected prior to use, and no abnormalities were identified. The balloon was able to inflate properly, and no leakage was observed before use. The inflation volume did not exceed the recommended limit. The device was reportedly used in a stenotic region of the vessel. It is unknown whether excessive resistance was encountered during clot removal or whether the thrombus was fresh or adherent. No additional incision or sharp object was used that could have contributed to the balloon rupture. There were no device fragments left in the patient's vessel as a result of the event. The procedure was successfully completed using a replacement device. The product storage conditions were reported to be appropriate, with no identified abnormalities. No patient injury or adverse health effects were reported.